Event description:
Procedure: thoracic. According reporter: the bag came loose from ring while inside the cavity during removal of the specimen. The surgeon was able to retrieve the specimen by using another one.